Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the arctic sun device s/n (B)(4) was working properly. The baby arrived cold two hours ago, target temperature was 33.5c, water temperature was 40c, but the baby's temperature was not increasing, and it went down at one point. The temperature was bouncing between 26c and 32c. Nurse then received alarm 14 (patient temperature 1 probe out of range) and alarm 15 (unable to obtain a stable patient temperature). Placement of rectal probe already confirmed. They did not have an esophageal probe in place. Mss suggested changing the rectal probe or temp-in cable. The probe or cable were damaged. They would replace the rectal probe and if alarm recurred they would replace the temperature in cable.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device (s/n dygpal018) was working properly. The baby arrived cold two hours ago, target temperature was 33.5c, water temperature was 40c, but the baby's temperature was not increasing, and it went down at one point. The temperature was bouncing between 26c and 32c. Nurse then received alarm 14 (patient temperature 1 probe out of range) and alarm 15 (unable to obtain a stable patient temperature). Placement of rectal probe already confirmed. They did not have an esophageal probe in place. Mss suggested changing the rectal probe or temp-in cable. The probe or cable were damaged. They would replace the rectal probe and if alarm recurred they would replace the temperature in cable. Per follow up information received on 06sep2022, nurse stated that after reconnecting rectal probe they had no further issues and therapy was competed successfully. Nurse stated that no impact to patient.